Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated the issue could be related to an incomplete lead insertion, impairment of the lead or other issue involving the sense b circuit. Troubleshooting was recommended to confirm any electrode anomaly. However, it was decided to explant the whole s-ICD system and implant a new one. This s-ICD is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated the issue could be related to an incomplete lead insertion, impairment of the lead or other issue involving the sense b circuit. Troubleshooting was recommended to confirm any electrode anomaly. However, it was decided to explant the whole s-ICD system and implant a new one. This s-ICD is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services reviewed the case and indicated the issue could be related to an incomplete lead insertion, impairment of the lead or other issue involving the sense b circuit. Troubleshooting was recommended to confirm any electrode anomaly. However, it was decided to explant the whole s-ICD system and implant a new one. This s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. If the product is returned, analysis would be performed, and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.